Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that after a tfn the patient experienced foot drop and poor intraoperative fracture reduction in left foot. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used in treatment, not diagnosis. (B)(6). Date of event: date unknown. Date reported: (B)(4) 2013. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found.